Event description:
Patient presented to the physician five days post-implant procedure with a hematoma at the ipg pocket. Physician brought the patient into the operating room, drained the hematoma, and closed.